Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported that her infusion set began leaking when she programmed a correction bolus. The self-adhesive at the infusion site was wet and insulin ran down the patient's abdomen. The patient disconnected from the infusion site and inspected the infusion set. The patient stated there was a slight bend in the cannula but nothing looked damaged. She changed the infusion set and no more leaks occurred. The patient's normal blood glucose range is 90-120 mg/dl, but due to an illness it has been elevated for the past two months. On the day before reporting, the patient's blood glucose level was ranged from 114 to 269 mg/dl. At 3:00am on (B)(6) 2013 her blood glucose level was 254 mg/dl and she programmed a bolus of 20 units of insulin; this is when her infusion set began leaking. The patient is going to have her doctor make changes to her bolus calculator next week. The patient initially thought the infusion device was not delivering properly, but later stated that she was making no allegation against the performance of the device. She stated that she thinks a leak in the infusion set was causing her elevated blood glucose levels. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
A visual inspection and tests for flow and leak were performed on the returned used infusion set. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications.